Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified circumflex artery. A 3.00mm x 12mm apex balloon catheter was advanced for dilatation. However, during inflation, the balloon broke at nominal pressure. The procedure was completed with a different device. No patient complications nor injuries were reported.